Event description:
Procedure: hemicolectomy. This report is the third of three similar incidents which the surgeon is alleging the device was involved. The surgeon alleges that the co's stapler, the description of which is not known, was used for a procedure. After the procedure the staple line is alleged to have "fell apart." The pt has reportedly died. Numberous attempts have been made to acquire additional information from the surgeon and facility. However, to date, no information has been provided.